Event description:
It was reported that a patient notifier was received for high, out of range hv lead impedance. The svc coil was programmed off. No further issues were seen at follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that another instance of high, out of range hv lead impedance was observed on the lead. Episodes of vt showed noise and variable sensing were also noted. The physician suspected a fracture under the coil. The lead was capped and replaced.

Event description:
New information received indicates that patient did not experience an adverse event associated with lead replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.